Manufacturer narrative:
D9. Date returned to mfg: 04-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device is in well-used condition. Found degraded/damaged dso (downstream occlusion) bump/pad, cracked front/rear housing assemblies, and the customer did not send in the cassette. Customer's reported problem, "low cassette volume despite being full", cannot be replicated/verified. Completed 100ml infusion test at 125ml/hr without any errors/alarms. The probable cause of the reported error is user/input error. Performed pm (preventative maintenance) to resolve the report error. Replaced dso sensor, front/rear housing assemblies, rtc (real time clock) battery, and labels. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump started to alarm "low cassette volume" despite being full. No patient harm/adverse event was reported.

Manufacturer narrative:
B3 is unknown. A supplement MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.